Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt a partial semi-circular section of the broken retention dome is seen adhering to the feeding tube. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The broken section of the retention dome that contains the dimpled pocket was not returned for evaluation. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr of lot # husd0730 showed no other product complaints from this lot number.

Event description:
A break in the retention dome upon removal. The indwelling period was 141 days.